Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient visited the emergency room (ER) and stayed for the day on (B)(6) 2026 due to a high blood glucose level of 400 mg/dl resulting from a bent cannula, involving three infusion sets. The patient was treated with intravenous fluids, saline, and insulin for associated ketones, following which the event resolved. The infusion set had been inserted in the abdomen. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.